Event description:
During a pulse field ablation procedure, a fluid leak was observed from the sheath valve following insertion into the patient. The sheath was exchanged, and the procedure was completed successfully with no adverse consequences to the patient.